Event description:
It was reported that during preparation of an armada balloon dilatation catheter (bdc), the device was flushed via the balloon port side and pulled negative. The armada bdc would not advance at all onto an unspecified guide wire. The bdc was set aside. Another same size armada bdc was advanced without difficulty on the same guide wire for the procedure. There was no patient involvement or no clinically significant delay in the procedure reported. There was no adverse patient effects reported. There was no additional information provided. The returned device analysis noted there were multiple clear strands of foreign material where the initial damage on the device was reported.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation, which confirmed the inability to fully advance the guide wire. The lot history record was reviewed and there were no non-conforming material reports identified. The complaint handling database was queried and there were no similar complaints received from this lot. The severity risk level for this type of failure was assessed as low. While a search of the lot history record for this specific lot indicated no related non-conformance records, based on an expanded investigation, a product issue was noted by the manufacture. Further assessment of this issue per site operating procedures is being performed. Corrective and preventive actions to address this issue will be implemented and the performance of these devices will continue to be monitored.